Event description:
As reported by the user facility: the pt was receiving IV fluids at 150 cc an hour, the pump alarmed, error code 2156. The nurse noted the IV fluid from flowing. The nurse immediately clamped the IV tubing. The tubing was replaced on another IV pump. There was no harm to the pt.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The actual pump in the reported incident was not returned for eval. However, an on-site technical safety check (tsc) was conducted by b. Braun technical support for the reported pump. The pump met all specifications per the tsc, however it was recommended that the facility return the pump to b. Braun for repair due to a crack found on the inner hinge. This damage was not associated with the reported event. No other physical damage was identified to the pump hardware which could have potentially contributed to the reported event. A review of the pump log revealed that on (B)(6) at 8:16:04, there was a system error 2156. This error code is an internal error which tells the user to power off/back on to clear the alarm. This error does not appear to be associated with the event. Without having the actual pump returned, a thorough investigation could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the device manufacturer. If additional pertinent info becomes available from the manufacturer or if the pump is returned for eval, a follow-up report will be filed.